Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging leaking or air bubbles. There is no reported adverse event associated with this case. This report is being made due to the air bubbles/leak issue.